Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified for the complained device; however, the investigation suggests the malfunction can be related to a connection failure because a scope image became available after maj-1933 digital cable was reconnected to cv-190. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had no image. The customer was able to get a color bar image, but not a video image from the scope. The customer did not have a scope to swap out. The customer reconnected the light source digital cable from the evis exera iii xenon light source to the video system center and had a scope image. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.